Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a remote merlin transmission, an alert for upper out of range high voltage lead impedance was observed. Clearing the alert and programming the device were recommended.